Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Intermittent interrogation due to loose rf (radio frequency) connector on the link electronics module printed circuit board. System fan and power supply fan are noisy.

Event description:
It was reported the rf (radio frequency) head will not connect to programmer. Unable to interrogate devices. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.